Manufacturer narrative:
The device was returned without the header portion of the device and the pieces of header were sent back. Analysis of device header found insertion marks and stripping on a setscrew and septum material inside of v inset that prevented full wrench engagement, these are consistent with user error.

Event description:
Related manufacturer reference number: 2017865-2021-09723, related manufacturer reference number: 2017865-2021-09724. It was reported that the patient presented for a generator change due to elective replacement indicator (eri). The physician was unable to get the leads out of the header. The header was cut to free the leads. The right ventricular lead remained intact. The atrial lead was damaged, the lead was capped and replaced. The patient was in stable condition.